Event description:
It was reported that the customer's insulin pump was giving failed battery test alerts. When her healthcare provider checked her insulin pump, it showed she had taken 75 units of insulin one day, without any bolus intake. Customer's blood glucose was not known, but her last blood glucose reading at the time of the report was 245 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.